Manufacturer narrative:
The initial MDR was filed on sep 18, 2017. Additional information (09/12/2017): the cse ran and reviewed precision testing, which resulted as expected. The cse performed patient testing comparisons with another instrument, and data was comparable. The cse replaced integrated multisensor technology (imt) port, drain and monopump. The cse checked dilution factor and performed correlation studies, which resulted as expected.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant sodium and potassium results. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced integrated multisensor technology (imt) tubing and waste filter. The cse cleaned the wash station and port. The cse adjusted the pump speed. The cse performed a diluent check, which was satisfactory. The cause of the discordant sodium and potassium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required

Event description:
Discordant sodium and potassium results were obtained on patient samples on a dimension rxl max with hm instrument. The initial discordant results were not reported to the physician(s). The samples were repeated on the same instrument. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium and potassium results.